Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin and failed to properly cycle the cartridge. Tandem clinical support educated the customer to always use room temperature insulin and to properly cycle the cartridge before use. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery. There was no adverse impact to customer¿s blood glucose level.